Event description:
It was reported that during a da vinci-assisted simple prostatectomy surgical procedure, the large hem-o-lok clip applier instrument would not close the clip. The procedure was completed with no reported injury. The endowrist large clip applier is intended to be used with the da vinci system for the application of large weck hem-o-lok polymer locking ligation clips for ligation of vessels and tissue bundles ranging in size from 5¿13 mm in diameter. Intuitive surgical, inc. (Isi) followed up with the initial reporter and the reporter was unable to provide additional information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the large hem-o-lok clip applier instrument involved with this complaint and completed the device evaluation. Failure analysis (fa) investigations replicated/confirmed the customer reported complaint. Fa found the primary failure of functional test failed clip test to be related to the reported complaint. The large hem-o-lok clip applier instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips clip test was performed multiple times and failed. The root cause is not determinable/ applicable. An additional observation not reported by the site was also identified: the large hem-o-lok clip applier instrument was found to have a loose grip cable at the proximal end. The housing was removed for inspection and found the grip cable loose. The root cause of this failure is attributed to a component failure. No image or video was available for review. A review of the instrument log for the large hem-o-lok clip applier (part number 470230-12/lot number n10210208 0119) associated with this event has been performed. Per the review, the large -hem-o-lok clip applier was last used in a procedure on (B)(6) 2022 via system (B)(4). The alleged instrument had 35 uses remaining after this last procedural usage. This complaint is a reportable malfunction event due to the following conclusion: per the description of the complaint, the clip applier may have incurred a failure mode that is known to impact clip application effectiveness. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
The large hem-o-lok clip applier instrument was confirmed to have failed the clip test. The housing was removed and the tension on the cables were checked and found to be looser than normal. The failed clip test was likely a result of the loose grip cables. Over time and use, the cables can stretch and loosen which will result in the grips not being able to provide enough force to successfully apply the clip. The root cause of this failure is attributed to a component failure.